Event description:
It was reported by the surgeon, that a axsos plate that was implanted in 2008, broke.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.